Event description:
It was reported that a malfunction alarm occurred with a specific malfunction code, malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and the customer successfully reset it without a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue persists, which they acknowledged and understood.